Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: pusher/mechanical problem identified. 1 device that was originally coded as not made available by the customer was found that it was evaluated in the field and it was determined the devices experienced no zoom power/drive function, which is not reportable.

Event description:
This report now summarizes 23 malfunction events(s), instead of 24.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 2 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 24 malfunction events(s), where it was reported the devices experienced unintended direction of the zoom or unintended excessive speed of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.